Manufacturer narrative:
An event regarding disassociation involving a uhr bipolar 28x44mm and c-taper cocr lfit head 28mm/+5 was reported. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: a review of the device history records could not be performed as lot code is incorrect. Complaint history review: a complaint history review could not be performed as lot code is incorrect. Conclusions: the event could not be confirmed because products were not returned. No further investigation for this event is possible at this time as insufficient information was received by (B)(4). If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon revised patient's bipolar right hip. Primary was done in (B)(6). Patient came to ER in pain, xray showed bipolar was disassociated from femoral head of stem. During revision, severe poly wear was noted and the surgeon easily removed poly and bipolar component. A high amount of osteolysis tissue was noted in the pockets around hip joint and was also removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that the surgeon revised patient's bipolar right hip. Primary was done in (B)(6). Patient came to ER in pain, xray showed bipolar was disassociated from femoral head of stem. During revision, severe poly wear was noted and the surgeon easily removed poly and bipolar component. A high amount of osteolysis tissue was noted in the pockets around hip joint and was also removed.